Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was going upstairs and fell forward because they could not feel the bottom of feet to the point she needed to, so her foot slipped. The patient noted that the fall had moved on of the leads. The lead revision occurred on (B)(6) 2012. The patient recovered completely. No further patient symptoms or complications were reported in this event.